Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain. The breach in aseptic technique was further described as patient did not wear a mask. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin 2g two times a week (duration not reported) for peritonitis. Dianeal therapy remained ongoing. Fourteen days after admission, the patient was discharged from the hospital. At the time of this report, the patient remained on antibiotic therapy and was recovering. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.